Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 27, 2016 that an ultraflex esophageal proximal release stent was used to treat a 6cm malignant stricture due to cancer during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, the physician was able to deploy 80% the stent, but could not fully deploy the stent. The partially deployed stent was removed from the patient using rat tooth forceps facilitate removal. The physician noted there was ¿quite a bit of resultant trauma¿ but the patient was noted to be ok and no treatment was required for the trauma. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Investigation results: a partially deployed ultraflex esophageal proximal release stent was received for analysis. Visual examination of the returned device found the shaft was kinked and the outer loops on the proximal end of the stent were pulled, suggesting that the forceps were placed on these loops to remove the stent. Functional analysis found the stent was possible to deploy as received; however, the delivery system bowed during deployment. There were no other issues identified during the product analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, there is no evidence that the device was used in a manner inconsistent with the labeling.

Event description:
It was reported to boston scientific corporation on september 27, 2016 that an ultraflex esophageal proximal release stent was used to treat a 6cm malignant stricture due to cancer during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, the physician was able to deploy 80% the stent, but could not fully deploy the stent. The partially deployed stent was removed from the patient using rat tooth forceps facilitate removal. The physician noted there was ¿quite a bit of resultant trauma¿ but the patient was noted to be ok and no treatment was required for the trauma. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.